Event description:
It was reported that at the time of sealing with the patient already induced, the mask was fully deflated, causing difficulty in coupling and sealing in ventilation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms#(B)(4). A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.

Event description:
Additional information was received which included a photo of the device for evaluation purposes - attached to the complaint file.